Event description:
The customer received a blood glucose reading of 399 mg/dl on the contour next usb, re-tested on a different meter and the reading was 71 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer has no remaining test strips to return for investigation. Only the meter information was provided. Product was not replaced.